Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product was returned cut in 2 pieces with blood on the exterior of the catheter and the maquet sheath covering the rear end of the membrane with the exposed portion completely unfolded. The cut was made at approximately 36cm from the iab tip. Two stopcocks were also returned. A catheter tubing/inner lumen kink was observed at approximately 0.4cm from the y-fitting. At this same location, the inner lumen and optical fiber were found broken from the severe kink. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with blood. Unable to clear the occlusion. The evaluation confirms the presence of an occluded inner lumen as an "as analyzed" failure, likely to had been caused by the severe kink which broke the inner lumen. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production ((B)(4)) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis ((B)(4)) - the review of the historical data was performed. Trend analysis ((B)(4)) - the overall complaint trend data for the period nov-19 through oct-21 was reviewed. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00395, an occluded inner lumen was found that was unrelated to the reported autofill failure. There was no patient involvement.